Event description:
The consumer reported that the programmer had poor communication and was unable to connect with the programmer. The patient had turned off the stimulator because it was electrocuting her in the head as it was implanted for headaches. The patient stated that after that she was unable to connect with the programmer to turn it back on and eventually met with a manufacturer representative who confirmed poor communication with and without the antenna attached. It was noted that the poor communication was with the patient's programmer but the representative was able to connect other wise to the implant and make adjustments to the settings as the settings were not covering the headaches. The patient reported that the healthcare professional had ordered x-rays to see if the leads were loose and causing the stimulation issue. The indications for use were spinal pain and post laminectomy pain.

Event description:
Follow up information received from the patient reported that the replacement programmer resolved the inability to turn on the implantable neurostimulator (ins) but not the inability to adjust the stimulation issue. The patient also stated that they had headaches (¿they never left¿). They mentioned that the ¿electrocuting¿ was scary and had no idea what happened. As a step to resolve the electrocuting sensation the patient turned the device off. The noted they could deal with the headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.